Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer changed pump supplies to resolve the issues. The customers blood glucose level was 116 mg/dl.